Manufacturer narrative:
The technician found the communication cable is not connected to the bed. The technician connected the communication cable to resolve the issue.

Event description:
The account alleged the pt cannot place a nurse call using the side rail switch. No pt impact.